Event description:
Lead interventional radiology technician reported that the tip of the 5fr mpa "fell off" during the transjugular liver biopsy procedure. The radiologist performing the procedure was reportedly using a 10fr jugular sheath. The mpa catheter was in the sheath for not more than a minute or so. The interventional radiology technician reported that during the procedure, the tip felt "wiggly" and then it was "gone." The tip was identified as being in the pt's lung. The doctor reported that there are no adverse effects to the pt.

Manufacturer narrative:
Lot and complaint records were reviewed and there have been no other known complaints in which the tip of the 5fr mpa catheter broke off. As part of our investigation, promex customers who purchase this device in larger volumes were contacted. These customers reported no events of this type. Based on available data, this appears to be an isolated incident. Promex will continue to monitor for any additional complaints of this type. The customer has not returned the device as of the date of this report due to their internal requirement to retain the device for 30 days after reporting to the event to FDA. Promex has requested that the customer return the device to promex after their 30 day holding period has lapsed. Promex will evaluate the device upon receipt.